Manufacturer narrative:
The device history record (DHR) has been reviewed and showed no deviations. The information you provided was used to conduct an investigation. The investigation showed that the safety clip was not removed and the release mechanism was not engaged. Thus, the reason for rejection can be confirmed. On the supplied x-ray it seems that the coil is separated from the carrier. Furthermore, it can be seen that two windings are released, then several angiographs were taken and then even the coil sits in position. The configuration of the coil between two redundant windings and the coil in its final position is not visible on the film. The exact reason why it came to this complaint cannot be recognized. A corrective action is not necessary because the error has been evaluated in the risk analysis and is classified as acceptable. The complaint is justified.

Event description:
The coil was not attached. Upon deployment, the coil curled through the pigtail catheter. When physician tried to resheath, it was discovered that the coil was not attached. Only about 1 third of the coil was out. There was no problem during the prep or insertion of the device into the catheter. The nit-occlud did move to the proper positions.